Event description:
A report was received that the patient experienced loss of coverage and underwent a lead repositioning procedure. The patient was doing fine postoperatively.

Event description:
A report was received that the patient experienced loss of coverage and underwent a lead repositioning procedure. The patient was doing fine postoperatively.